Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: kdr901j ipg, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient felt discomfort from bradycardia due to the right ventricular (rv) lead disabling the device due to high impedance. The lead also had no capture. It was also suspected there was lead damage. Additionally, the device had elective replacement indicator (eri) with high battery impedance. When the device was replaced, the rv lead was used. It was noted the impedance was low. The lead remains in use. No further patient complications have been reported as a result of this event.